Event description:
Journal reference: ory-magne, md. Et al. "Does ageing influence deep brain stimulation outcomes in parkinson's disease" movement disorders, 2007, 22:1457-1463. The article describes the results from a study that recorded adverse events encountered during follow-up of parkinsons patients being treated with implantable deep brain stimulators. A total of 45 patients underwent procedures for implantation of unilateral (2 cases) or bilateral dbs systems. The goal of the study was to determine if age was a factor in treatment success. A number of patient complications were noted during the study. Reportable event: fourteen patients (lead model 3389 n=14) experienced insomnia during the perioperative period. Treatment and outcome information was not provided.

Manufacturer narrative:
Due to the limitations of the data, the reportable events are being submitted by complication type. The exact relationship between each patient, the devices used and the complications experienced was not provided. It is possible that each patient may have experienced more than one complication.